Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a dissection occurred. The target lesion was in the left circumflex (lcx) artery. A 3.0x16mm taxus express2 drug eluting stent (des) was deployed at 16 atmospheres (atms) for 40 seconds (secs). The stent had "some waste" after initial deployment. The balloon was again inflated to 16 atms for 40 secs. The balloon was fully deflated for 20-30 seconds before the physician attempted to remove the balloon from the stent. The physician encountered difficulty in removing the balloon from the stent. The following actions were performed; dialed up and down, waited for a time, went to neutral, advanced balloon, and deep seated guide to the balloon. The balloon remained deflated and was removed intact. The balloon withdrawal caused a focal dissection. The procedure was completed by deploying a 3.0x8m taxus express2 des over the dissection. There were no additional patient complications reported with the patient's current condition listed as "ok".

Manufacturer narrative:
The complainant indicated the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.